Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2014, the patient experienced menstruation delayed ("period is 6 days late") and menstruation irregular ("irregular every 4 to 6 months"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (palnned removal). At the time of the report, the medical device removal, menstruation delayed and menstruation irregular outcome was unknown. The reporter considered medical device removal, menstruation delayed and menstruation irregular to be related to essure. The reporter commented: planned removal (B)(6) 2019 as wanted to get pregnant. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2018: two tests, both negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: addition of ptc results. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2014, the patient experienced menstruation delayed ("period is 6 days late") and menstruation irregular ("irregular every 4 to 6 months"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal, menstruation delayed and menstruation irregular outcome was unknown. The reporter considered medical device removal, menstruation delayed and menstruation irregular to be related to essure. The reporter commented: planned removal (B)(6) 2019 as wanted to get pregnant. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2018: two tests, both negative. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.